Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed poor image quality. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, moisture under the cover glass, insufficient light due to lg break in the rigid tube. A definitive root cause for the could not be identified. Based on the results of the investigation a component failure of the light guide adapter and rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.